Event description:
It was reported that the leadless pacemaker exhibited loss of capture and sensing. The device had dislodged and migrated into the pulmonary artery. The device was successfully retrieved and was not replaced. The patient was stable.